Manufacturer narrative:
A boston scientific technical services consultant instructed the call to perform isometrics and pocket maneuvers which did not produce any noise. The lss was reset and the rv channel was programmed from unipolar mode to bipolar mode. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a gradual rise in pacing impedance measurements on the right ventricular (rv) channel which became out of range and triggered the lead safety switch (lss) on the device. All other diagnostics are normal. No adverse patient effects were reported.